Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after removing the syringe needle from the cartridge, a white substance and milky coloring was observed. The syringe, needle and cartridge were changed out. There was no reported impact to the blood glucose level.